Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedures performed: anterior repair and vaginal sling. Mesh revision surgery: on (B)(6) 2005 underwent excision of eroded vaginal tapes for symptomatic vaginal sling erosion under general anesthesia. Following tvt mesh revision surgery patient developed serious complication and underwent additional mesh revision surgery. Addition mesh revision surgery: on (B)(6) 2007 underwent cytoscopy with transvaginal removal of old tvt mid-urethral sling for vaginal erosion of tension-free vaginal tape mid-urethral sling under general laryngeal mask airway anesthesia.